Manufacturer narrative:
Date of manufacturer - was blank - added 09/14/2016.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated she developed a vaginal odor so she went to see her ob/gyn. During a vaginal exam a quarter sized piece of pledget was removed. She did not require any medication or further medical follow up.